Event description:
It was reported that there was a lead warning due to spikes in the lead impedance. It was also noted that there was noise on the episodes. No changes have been reported and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Follow-up is in progress. The decision (not) to report was determined based on information that was available at the time of decision. (B)(4).